Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic ulcer. The device was delivered, deployed and delivery system removed from the patient without issue. During the index procedure the physician noted that he was very pleased with the placement and delivery of the valiant device. It was reported that the patient suffered a major stroke either during or immediately following the index procedure. The stroke occurred on both the right and left sides of the body and the patient was completely paralyzed. The patient did not awake from the index procedure. Per the physician, the cause of the event was not related to the device. The physician elected not to intervene. Per the physician, the cause of the event was due to the inherent risk of the procedure and possibly due to emboli that had traveled to the brain. No sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.